Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the facility has informed the sales rep that during a (B)(6) 2020 dip fusion procedure the surgeon was using a 2.5 driver to advance the screw. The tip of the ar-8737-37 (1.5mm hexalobe cannulated driver shaft - lot 1391933) snapped off inside the screw in vitro. The surgeon was unable to get the tip of the driver out of the headless crew and therefore had to close. Pending a proper removal instrument the surgeon will probably perform a second procedure to remove the device tip. Additional information: surgeon was able to advance the screw into the two bones and fusion the dip but he doe not want to leave the drill bit tip in the patient long term. He want to perform a second surgery during which he want to leave the screw where it is, possibly advance it a few more turns, and then take the drill bit out. During the implantation a drill guide was not used, but power was used. Second surgery date has not been scheduled at this time.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal tip of the driver had broken off from the body of the device. The observed condition is most likely the result of user applied mechanical forces, such as by prying/leveraging.